Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that two adjacent drive cables were sticking out at the distal end of the snake wrist. The instrument's motion could no longer be intuitive due to the broken cables. No obvious damage observed on snake wrist discs. The grips and the blade track exhibited dried bio debris, but blade was not exposed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the customer noted broken and exposed wires on the vessel sealer instrument. No patient harm, adverse outcome or injury was reported.